Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2020-32783. It was reported the patient was unable to increase amplitude for stimulation. Diagnostics revealed high impedances on several contacts of the patient's leads. During the revision it was found that both leads were fractured at the anchor site. As a result, surgical interventions was undertaken where in both leads were explanted and replaced restoring the therapy.